Event description:
It was reported that the patient believed he might have received a pocket fill in the past at the managing healthcare provider¿s office. At the time of report, there was no patient injury. Four days later, it was reported that the patient had experienced burning at the pocket site.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4).